Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch lancing device was having a cocking control issue, had a rattling on the inside of the device, and the release button was broken. The medical surveillance specialist (mss) was unable to follow up with the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue occurred 2 weeks prior to contacting lfs. The patient reported using insulin pump therapy to manage her diabetes and she normally tests more than 4 times a day. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1.5 weeks after the alleged issue occurred, she "passed out." It is unclear if the patient was able to test with a back up lancing device or by manually pricking her fingers during the time in between the start of the alleged issue and the occurrence of symptoms. The patient denied receiving any medical treatment in response to her symptoms. It is unknown if the patient revived on her own, or required assistance from another person. It is unclear if the patient associates these symptoms with severe hypoglycemia or hyperglycemia. At the time of troubleshooting, the cca determined there was no misuse of the lancing device and it had been in use since (B)(6) (unknown year). Replacement products were sent to the patient. The subject lancing device was returned to lfs on (B)(6) 2012 and evaluated by product analysis on (B)(6) 2012 with the following findings, the complaint was not confirmed. Based on the information provided, this complaint is being reported as an adverse event because, the patient reported she was unable to test due to the alleged issue, therefore delaying treatment, and developed symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
(12/05/2012) device evaluation: the subject lancing device was returned to lfs on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.